Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds were leaking. Additional malfunctions include the power switch would not alarm, and the o2 outlet was broken.